Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer lost connection to the mobile programmer application with the electrograms (egm) displayed as a dotted line was confirmed. Analysis of the service logs found the customer comment that the electrocardiogram (ECG) displayed no markers was confirmed. Correction: d.2. Product code common device name medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure the mobile programmer lost connection to the mobile programmer application with the electrograms (egm) displayed as a dotted line after connecting to the implantable device. Additionally, the electrocardiogram (ECG) displayed no markers. It was noted that the patient was dependent, however pacing remained on. As a result of the issue, threshold testing could not be measured. Troubleshooting steps were taken to include disconnecting and reconnecting which resolved the issue. No patient complications have been reported as a result of this event.